Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, stained end cap sticker, stained address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that insulin pump was damaged. It was reported that reservoir compartment was chipped and had crack on battery compartment. Customer¿s blood glucose was 12.6 mmol/l at time of incident. Insulin pump was returned for analysis.